Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer drank apple juice and ate some food to address the low glucose level. There was an issue with incorrect weight programming, and the caller mentioned that the pump was dropped into the toilet, which coincided with the problem's onset. The customer was educated by technical support about the functioning of control-iq and acknowledged understanding but did not confirm it was functioning as intended.